Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the adhesive on the bending section cover was worn out, the bending section cover was perforated, the distal end insulation was out of specification, the light guide lens was cracked, the charged coupled device lens was lightly chipped, the lens glue was worn out, the bending angulation was out of specification, the switch #1 rubber was damaged, the water supply connector was rotating, and the plug unit was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the insufflation of the evis exera iii gastrointestinal videoscope was not working. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with white fibers. The report is being submitted due to the foreign material in the nozzle found during evaluation.

Event description:
Additional information received from the customer reported the insufflation not working was found when testing the scope prior to a diagnostic gastroscopy procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause could not be specified. There was no damage to the area where foreign material was detected and there were no reported deviations from the instructions for use (IFU) regarding reprocessing. Olympus will continue to monitor field performance for this device.